Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, the enterprise stent delivery system could not pass through the microcatheter, it got stuck in the hub of the microcatheter and the stent deployed in the microcatheter.